Event description:
Information received from the article: baek et al. Acute basilar artery occlusion: outcome of mechanical thrombectomy with solitaire stent within 8 hours of stroke onset. Am j neuroradiol 35:989-93, may 2014. Medtronic (B)(4) received information through literature review regarding adverse events and the manufactured products that were involved. The 25 (twenty-five) patients (mean age 68, 14 males) with acute basilar artery occlusion were treated with solitaire fr. It was reported that two patients died 10 and 18 days after the stroke onset because of extensive brain stem infarction. No further information was available regarding the events. The information was received from the same article as MDR# 2029214-2015-00221.

Manufacturer narrative:
The report was created to capture the deaths reported in the article titled: baek et al. Acute basilar artery occlusion: outcome of mechanical thrombectomy with solitaire stent within 8 hours of stroke onset. Am j neuroradiol 35:989-93, may 2014. The lot history record review was not possible as the lot number was not reported.